Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, low sensing, no threshold, and low impedance was noted on the right ventricular lead. An echo exam revealed the lead perforated through the myocardium. The lead was explanted and replaced and the patient was in stable condition.